Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt requested the ipg be relocated as the pt was not satisfied with the current location. The physician relocated the pocket site. The physician elected to replace the ipg during the procedure.